Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing resulting in the device delivering an inappropriate anti-tachycardia pacing (atp) burst, and one inappropriate shock. Technical services (ts) was consulted, and it was noted that there was an increase of atrial fibrillation (af) events and atrial tachycardia response (atr) over the last month. Reprogramming options were provided. This device remains in service at this time. No additional adverse patient effects were provided.